Event description:
New information notes that the patient was fine after the inappropriate shocks. It was also noted that the noise appears to be in fact external noise. Patient has been enrolled in merilin.net without any event since.

Manufacturer narrative:
(B)(4).

Event description:
Noise was noted on the lead which resulted in inappropriate therapy. The ICD was reprogrammed. Further information has been requested but not received.